Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr), on a patient with previous treatment for cerebral infarction, left ventricular ejection fraction (lvef) of 56%, wall motion abnormalities on the anterior papillary muscle side, tethered leaflets, and a mean pressure gradient of 2mmhg. Two mitraclip xt clips were placed between a2 and p2. However, moderate to severe mr remained on the lateral side, and moderate mitral stenosis (ms) also developed. On an unknown date, 15 days post procedure, a percutaneous coronary intervention (pci) was performed. Subsequently, heart failure was compensated with medical therapy, and both mr and ms were monitored. Approximately two years after the procedure, heart failure worsened. Mr progressed to severe regurgitation, and ms had also worsened (mpg increased from 10 to 12mmhg). The hemorrhagic cerebral infarction had become chronic, and the patient had no paralysis and was deemed operable. On an unknown date, in (B)(6) 2022, a surgical mitral valve repair was performed. A median sternotomy was performed. Cardiopulmonary bypass was established, and cardiac arrest was achieved. A right-sided left atriotomy was performed to access the left atrium. The mitral valve was inspected, revealing that the anterior leaflet, especially around a2, was extensively degenerated and fused with the clip, making removal difficult. Both anterior and posterior leaflets were excised, including part of the subvalvular apparatus fused with the clip. Mitral valve replacement (mvr) was performed using a wil. Misris resilia 31 mm (edwards lifesciences) prosthesis. Total operative time was 358 minutes, cardiopulmonary bypass time 151 minutes, and aortic cross-clamp time 93 minutes. The postoperative course was favorable, and the patient was discharged in good condition on postoperative day 20. "Two cases of surgical re-intervention for mitral regurgitation after mitraclip".

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported mitral stenosis, mr, heart failure, and cerebrovascular accident. Mitral stenosis, mr, heart failure, and cerebrovascular accident are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
N/a. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat severe mitral regurgitation (mr), on a patient with previous treatment for cerebral infarction, left ventricular ejection fraction (lvef) of 56%, wall motion abnormalities on the anterior papillary muscle side, tethered leaflets, and a mean pressure gradient of 2 mmhg. Two mitraclip xt clips were placed between a2 and p2. However, moderate to severe mr remained on the lateral side, and moderate mitral stenosis (ms) also developed. On an unknown date, 15 days post procedure, a percutaneous coronary intervention (pci) was performed. Subsequently, heart failure was compensated with medical therapy, and both mr and ms were monitored. Approximately two years after the procedure, heart failure worsened. Mr progressed to severe regurgitation, and ms had also worsened (mpg increased from 10 to 12 mmhg). The hemorrhagic cerebral infarction had become chronic, and the patient had no paralysis and was deemed operable. On an unknown date, in august 2022, a surgical mitral valve repair was performed. A median sternotomy was performed. Cardiopulmonary bypass was established, and cardiac arrest was achieved. A right-sided left atriotomy was performed to access the left atrium. The mitral valve was inspected, revealing that the anterior leaflet, especially around a2, was extensively degenerated and fused with the clip, making removal difficult. Both anterior and posterior leaflets were excised, including part of the subvalvular apparatus fused with the clip. Mitral valve replacement (mvr) was performed using a wil. Misris resilia 31 mm (edwards lifesciences) prosthesis. Total operative time was 358 minutes, cardiopulmonary bypass time 151 minutes, and aortic cross-clamp time 93 minutes. The postoperative course was favorable, and the patient was discharged in good condition on postoperative day 20. "Two cases of surgical re-intervention for mitral regurgitation after mitraclip".